Manufacturer narrative:
Additional information: g3, thermal test attachment added.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. (Not confirmed) the evaluation did not reveal any issues relevant to the reported event.

Event description:
On 01/03/2022, it was reported by a sales representative via (B)(4) that a ar-3210-0029 camera head is overheating, and it is hot to the touch. This occurred during a case. There was no patient effect reported.